Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine sparked, smoked and a smelled like fire upon power up. He found that the power supply was melted and the power supply was replaced. There was no patient involvement, patient harm, or adverse event reported. Preventative maintenance was performed and the machine was returned to service without further issue. It was reported the replaced component was discarded and was no longer available for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A physical investigation was not performed. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine sparked, smoked and a smelled like fire upon power up. He found that the power supply was melted and the power supply was replaced. There was no patient involvement, patient harm, or adverse event reported. Preventative maintenance was performed and the machine was returned to service without further issue. It was reported the replaced component was discarded and was no longer available for investigation.